Manufacturer narrative:
(B)(4).

Event description:
Customer called to report an electrical burning/smoke smell from the hydropneumatic compartment of the synchron cx delta clinical systems, model cx5. Customer stated that the smell was coming from the compressor. The field service engineer (fse) inspected the instrument and determined that the compressor could have been damaged when its connector was exposed to liquid. The fse then ordered a new compressor and replaced both the damaged cable and the 220 interface box. Customer stated that patient results were not affected, the smell did not affect anyone in the lab, and that it did not cause a hazardous condition.